Manufacturer narrative:
The investigation is still ongoing. If additional information becomes available, this report will be supplemented accordingly. In general, the end-user is required to inspect the device for defects, check the function of all devices and have alternate equipment prior to use.

Event description:
Olympus (oekg) was informed that the customer endoeye high definition ii, autoclavable video telescope has a colored image defect, ¿image interference, green¿. The customer reported problem was found at an unspecified event. No death, injury or harm was reported to olympus.

Manufacturer narrative:
This supplemental report was submitted to provide the results of the device evaluation and investigation. The referenced scope was returned to olympus for evaluation and the customer¿s reported problem was confirmed. The scope displays a green colored image defect, which the image problem was isolated to a defective video cable unit. The device evaluation also observed the light guide fiber bonding at the distal end of the rigid insertion tube is damaged. A review of the device history records (DHR) review showed there is no non-conformity associated with this device with respect to the described issue and the device was manufactured according to valid instructions and met all specifications. The device evaluation identified the image displays green in color due to a defective video cable unit. The root cause of the defective video cable cannot be conclusively determined. However, based on previous investigations, the potential cause can be attribute to the following: 1. Cable pins of odu connector are too small for shield cables. 2. Sealing compound within odu connector does not seal the soldering joints and bare cable contacts completely against steam. 3. Manufacturing jig not fully suitable for soldering process. 4. Soldering process at oste is not up to date. New guidelines for soldering process have been updated which improved soldering stability and manufacturability of good soldering joints. Olympus will continue to monitor the field performance for this device.